Event description:
The customer reported that the sys exhibited an error and locked up. Sys functionality was recovered by rebooting the sys. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no direct working as intended and put back into svc.